Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: d4, h4. The valve serial number was inadvertently omitted from the previous supplemental report. The valve serial number was added to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the nurse forgot to remove the backplate from the loading system of the second valve before crimping the inflow.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013081650); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013062386); product type: 0195-heart valves; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve, a pre-implant dilatation was performed. During implant of the first valve, the valve dislodged. A second valve was prepared however the backplate was not retrieved before crimping. The valve was not used and a new system was used for implant.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve, a pre-implant dilatation was performed. During implant of the first valve, the valve dislodged. A second valve was prepared however the backplate was not retrieved before crimping. The valve was not used and a new system was used for implant. Additional information was received that the nurse forgot to remove the backplate from the loading system of the second valve before crimping the inflow. Additional information was received indicating the following: the valve deployment starting point was at the bottom of the pigtail catheter; prior to valve dislodgement, the implant depth was 3 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc); the patient's calcified annulus was not a contributing factor to the dislodgment; and two non-medtronic guidewires were used during the procedure (first a safari, then a lunderquist).

Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.